Manufacturer narrative:
Pr (B)(4) initial/final emdr. A follow up emdr will be submitted if additional information becomes available. Per end user, no product code, batch number or sample available. (B)(4).

Event description:
The customer reported via phone call: catheter is clogged. (B)(6) 2018 customer response to queries: do you have a product code/lot number for the affected product? No it was a pleurex drain but I am not sure of the product number was there any patient harm or medical intervention required due to the issue? At (B)(6) hospital. They injected a solution to try unclog the drain but still were not able to get it to drain. Do you have a sample you would like to return for evaluation? No. Is the catheter in your chest or your abdomen? Abdomen. Does the catheter still drain? No does not drain. It worked for a while and then stopped draining due to clogging up. Catheter was removed.